Event description:
It was reported that the patient was not getting pain relief despite being on a ¿very high dose of morphine¿. It was stated that he had not been getting relief for years, since about 2011. A dye study was performed to check the catheter and everything looked good. It was noted that there had never been a volume discrepancy with the pump. It was thought that the pump was nearing end-of-life, but the patient¿s insurance wouldn¿t pay for a replacement until it was confirmed. At the time of report, the catheter was going to be primed following the dye study, but the model and length of the catheter were unknown. Five days later, it was reported that ¿everything looked perfect¿. The pump was 6.5 years old and a replacement was being scheduled. Five weeks later, it was reported that the pump replacement was done on the day of report. At the time of report, the patient was doing well. Sixteen days later, it was reported that the patient had not been receiving good therapy. It was stated that the battery was depleted and a dye study had confirmed correct placement with no leaks. The pump was replaced due to normal battery depletion and the new pump was implanted in the abdomen, though the reporter didn¿t remember which side. There was no patient injury and he recovered without sequela. Since the replacement, the patient had pain control without problems. No hospitalization of the patient was required due to the event. It was also noted that an MRI of the cervical and thoracic regions had shown no granuloma on (B)(6).

Manufacturer narrative:
Concomitant products: product ID: 8575, lot# n078653, implanted: (B)(6) 2006, product type: accessory. Product ID: 8709, lot# j0058119r, implanted: (B)(6) 2001, product type: catheter. (B)(4). Final analysis of the pump found corrosion, residue, and wear throughout the gear-train.